Event description:
While reviewing instrument log files as part of the investigation for a different complaint from the same account, manufacturer's customer technical support representative noticed that the initialization log entry did not reflect the instrument's commercialization version of software. No death or serious injury was associated with this incident.